Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for what appeared to be atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. In addition, the atrial lead was undersensing during the at/af episode. The ICD and atrial lead remain in use. No further patient complications have been reported as a result of this event.